Manufacturer narrative:
The device was received, and evaluation was completed. The event history log review was completed and did not note any events that indicated and/or contributed to the reported symptom. A visual inspection was performed, and no abnormalities were found. The reported over infusion could not be reproduced during the device evaluation. Evaluation tested at 40 ml/hr and 125 ml/hr, finding discrepancies of -2.1525% and -3.284%. Output discrepancies are within tolerance and evaluation determined that no correction is necessary at this time. The device was determined to meet all product specifications related to the reported event. The reported over infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused in unknown medication, infusing at a faster rate than programmed. The infusion was programmed was to deliver 500ml of a chemotherapy at a rate of 20.8 ml/hour, and the device delivered about 40 ml over. The infusion was supposed to last 25 hours, but instead it infused the full 500 in only 23 hours. The event happened after delivery at the general patient ward. This was duplicated with a test by performing the same infusion parameters to replicate the infusion conditions and using a larger bag than 500 ml. When the test infusion stopped, the amount delivered measured 540 ml. There was no known patient injury or medical intervention associated with this event. No additional information is available.